Manufacturer narrative:
Additional information received on 06oct2023 from the philips remote service engineer (rse) indicating there happen to be a nurse beside the patient at the time so there was no harm to the patient. According to customer ¿patient was in telemetry due to bradycardia so everyone was aware of patient¿s condition¿. According to customer the ¿device didn¿t alarm immediately but instead a moment later¿. An additional follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following functional tests and communication were performed: a philips response service engineer (rse) spoke with the customer and reviewed the audit logs. The patient was wearing the mx40 monitor during the incident on bed label h1-1. The customer was informed that according the log files, the central has alarmed as expected. Furthermore the rse stated "we had conversation with our clinical application specialist (cas), checked the curves provided by customer and once more checked the log files too. We couldn¿t find any problems regarding the function of our equipment and reported this to customer accordingly." A good faith effort (gfe) conducted confirmed that the customer was expecting a brady and asystole alarm, and alleged these alarms were not generated by the central. According to customer ¿device didn¿t alarm immediately but instead a moment later. The patient was in telemetry due to bradycardia so everyone was aware of patient¿s condition¿ the complaint was escalated for technical investigation. A philips product support engineer (pse) performed analysis of the following logs. The clinical audit log shows the following alarms around 07:40 on september 15, 2023. 15.9.2023 07.40.26 h1-1 pic ix: os8client * break (pause) given at 07.40.06. 15.9.2023 07.40.26 h1-1 pic ix: os8ix * break (pause) given at 07.40.06. 15.9.2023 07.40.29 h1-1 pic ix: os8client * pause ended. 15.9.2023 07.40.30 h1-1 pic ix: os8ix * pause ended. 15.9.2023 07.40.29 h1-1 pic ix: os8client ***xbrady 29 <40 given at 07:40:09. 15.9.2023 07.40.30 h1-1 pic ix: os8ix ***xbrady 29 <40 given at 07:40:09. 15.9.2023 07.40.34 h1-1 pic ix: os8client ***xbrady 24 <40 discontinued. 15.9.2023 07.40.35 h1-1 pic ix: os8ix ***xbrady 24 <40 discontinued. 15.9.2023 07.40.34 h1-1 pic ix: os8client *** asystole given at 07.40.14. 15.9.2023 07.40.35 h1-1 pic ix: os8ix *** asystole given at 07.40.14. 15.9.2023 07.43.03 h1-1 os8ix acknowledgment 15.9.2023 07.43.05 h1-1 pic ix: os8ix *** asystole stopped. 15.9.2023 07.43.05 h1-1 pic ix: os8client *** asystole stopped. 15.9.2023 07.46.27 h1-1 pic ix: os8client tele weak signal given at 07:46:01. 15.9.2023 07.46.27 h1-1 pic ix: os8ix tele weak signal given at 07:46:01. 15.9.2023 07.46.27 inop sound repeated. Pic ix: os8client 15.9.2023 07.46.27 inop sound repeated. Pic ix: os8ix 15.9.2023 07.46.28 h1-1 pic ix: os8ix tele weak signal discontinued. 15.9.2023 07.46.28 h1-1 pic ix: os8client tele weak signal discontinued. 15.9.2023 07.46.29 pic ix: os8ix -¿tele: service battery¿ technical inop the tele weak signal given at 07:46:01 technical inop did not result in loss of connection/association between the mx40 and pic ix. The audit log also shows a loss of connection/association between the mx40 and pic ix at 10:13:12 (more than 2 hours after the incident timeframe). The ¿tele: service battery¿ technical inop indicates the battery has exceeded the maximum charge cycle limit and reached the end of its useful life. It is a message to the user to replace the battery. The battery will still power the mx40, but performance can be impacted. The rfda log shows a loss of association between the mx40 and pic ix followed by re association at 20:01:31 on september 14, 2023. During a battery change. There were no losses of connection/association between the mx40 and pic ix during the reported incident timeframe. It also shows a loss of association between the mx40 and pic ix followed by re association at 10:13:12 on september 15, 2023 due to a weak signal, and a loss of association between the mx40 and pic ix when the mx40 was put into standby mode at 10:37:01. The devicedebug log shows an mx40 reboot event at 20:02:25 on september 14, 2023. When the battery was changed; a loss of connection/association with the pic ix at 10:13:27 related to poor signal strength and that the mx40 was put into standby mode at 10:37:01 on september 15, 2023. It was noted that based on battery voltages captured in the log (reboot events), it can be determined the customer is using the philips rechargeable li-ion battery. Patient wearing monitor (pwm) log review can further confirm battery change/reboot events. Analysis results indicate that the mx40 performs the measurement analysis, generates the alarms and sends them to the pic ix. It was confirmed that the mx40 was connected to the pic ix and providing physiological alarms during the reported incident timeframe. In addition, the pse stated "I confirm that alarms were provided (at the pic ix) for bed/device label h1-1 / mx40-8 during the reported incident timeframe of 07:40 on september 15, 2023. Physiological alarms for pause, ***xbrady, and ***asystole conditions were provided." Based on the information available and the testing conducted, the cause of the reported problem was the user lack of alarm awareness. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Results of the clinical assessment performed by a post market surveillance clinical expert concluded that the death of the patient was a separate and unrelated to the reported complaint. The nurse was at the bedside at the time of the event and no harm to the patient occurred and no delay in patient care. In addition, it was noted the alarm was not generated immediately 'but instead a moment later.' And no harm related to the failure to alarm. The pse log review confirmed alarms for pause, extreme bradycardia, and asystole were generated by the device appropriately. There were losses of connection between the mx40 and the pic ix during battery changes and after the reported event. Based on this information, the device was working as designed and was not related to any harm. The philips patient information center ix has not caused or contributed to the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that on friday (B)(6) 2023 at 07:40, the central had not given an alarm for xbrady and asystole. The device was in clinical use at the time the issue was discovered. It was noted that the patient died later, but not due to this technical issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.